Event description:
It was reported that the balloon was leaking and not holding air when inflated. The tube was used on a pt. It was briefly inserted and removed, due to the inability to inflate the cuff. In that case, another tube was inserted without issue.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endotracheal tube for failure investigation has been requested. The lot number was provided, and the MFR will review the lot history records. If the tube is returned, and failure investigation results provide new or significant info, a follow-up report will be submitted.